Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported by mother that a 7 year old male subject had a device [possible] related adverse event with a diagnosis of severe hyperglycemia. The subject recovered without sequela on (B)(6) 2019. High glucose value of 354 mg/dl and ketones of 3.5 reported. No further information available.